Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 79 mg/dl at the time of admission. The customer had just changed the set and within 2 hours all the insulin was delivered. The customer experienced symptoms such as being extremely hot, anxiety, shaking, confusion, and weakness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The previous week before the customer called, they got hospitalized for highs of over 800 mg/dl and diabetic ketoacidosis. The customer experienced symptoms of highs such as vomiting, excessive thirst, and body aches. The customer was given intravenous insulin, fluids, and antibiotics due to a possible infection. The customer was wearing the pump at the time of hospitalization. The customer saw their health care professional and they adjusted his pump settings. The insulin pump will not be returned for analysis.